Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen pump and high flow would intermittently not go on. It was reported that when ablating with the qdot catheter, the fluid for the qdot catheter would intermittently not go to high flow, the temperature would rise and titrate the power readings displayed on the ngen monitor. The qdot catheter was reseated without resolution. The presets were switched on the ngen generator but the issue persisted. When the issue would be noticed, they would come off ablation. The caller stated that when coming back on ablation, the issue would resolve temporarily. The procedure continued with the issue occurring intermittently throughout the case. There was no patient consequence. Device evaluation details: according to the service report sent to johnson & johnson medtech, service was declined by the customer. No further analysis on the system was performed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen pump and high flow would intermittently not go on. It was reported that when ablating with the qdot catheter, the fluid for the qdot catheter would intermittently not go to high flow, the temperature would rise and titrate the power readings displayed on the ngen monitor. The qdot catheter was reseated without resolution. The presets were switched on the ngen generator but the issue persisted. The caller used a default preset for the ngen generator without resolution. The power settings were changed from 40 to 45 on the ngen monitor but the issue persisted. The caller stated that when the issue would be noticed, they would come off ablation. The caller stated that when coming back on ablation, the issue would resolve temporarily. The procedure continued with the issue occurring intermittently throughout the case. There was no patient consequence.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).